Event description:
The customer reported unable to acquire v2 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v2 lead ECG. There was no reported adverse patient impact. The trunk cable was replaced to resolve the issue. The trunk cable was not available for evaluation. We will consider this a malfunction of the trunk cable where v2 lead ECG could not be acquired.